Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient fell on (B)(6) 2020. Pt said that he was walking with his walker and felt light headed, then he said he passed out and fell on his tailbone/back area. The stimulator did not cause the fall and that he has a history of having light headedness. Since the fall he has had an increase in his back and leg pain, where the stimulator helped with pain prior to the fall. Pt has an appointment with his pcp this week to discuss the light headedness. Rep told the patient that they need to meet so rep can check impedances and get an in-office x-ray to determine lead placement. Per the office, the patient does not have any future appointments scheduled at this time. Rep instructed the patient to call and get an appointment so he can be assessed by his pain management doctor. Additional information was received from the rep and it was reported that the patient was seen in clinic. An in office x-ray was taken to verify lead placement. At implant the patient¿s leads were located at the top of t8 and top of t9. Today (B)(6) 2020 the patient¿s leads were located at the mid t9 and top t10. The rep then interrogated his ins and checked impedances, which were all within normal limits. The patient was also reprogrammed and he stated good coverage. The patient did share that he had a CT of the head today for his blackouts. The patient is to call if he needs further adjustment.